Event description:
Reported by user medwatch #0000050084-2007-0003 on 7/30/2007. During ptca, wire tip broke off in branch of right coronary and later rca was dissected by guide catheter with possible dissection of the artery. The dr placed a stent to seal off the dissection and the retained wire tip. Plan is to leave wire tip in place, allow epithelialization of the wire. Rca was stented, pt's chest pain resolved and transferred to cicu in stable condition. Additional info has been requested and, if obtained, will be submitted in a supplemental report.